Manufacturer narrative:
Additional information in b tab. Investigation results: the complaint that the extension tubing detached from the catheter adapter was confirmed and the cause appeared to be manufacturing related. One 22g nexiva device was returned for investigation. The extension tubing completely separated from the catheter adapter. It appeared that the tubing was not properly bonded to the catheter adapter. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
Additional information 1. Could you please confirm the statement "3x happened at 1.5 months" are these 3 occurrences over 1.5 months or is 3 occurrences on a 1.5-month-old patient. = three occurrences over 1,5 months.

Event description:
It was reported that bd nexiva sp with maxzero catheter releases prematurely. The following information was provided by the initial reporter: during the placement of a peripheral infusion, the catheter detached from the needle without any traction being exerted. Could you please provide more detail about the event, what was the exact issue? Catheter came loose from needle. Was there any patient or user impact? Needle was inserted in patient.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.